Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2025 after being found down at home by their family. The patient arrested at home where the patient received return of spontaneous circulation (rosc) before being transported to the hospital. In the ed, the patient once again arrested and received resuscitation efforts for at least 30 minutes before family and medical staff made the decision to cease efforts and withdraw care. The patient was pronounced dead at 23:52 on (B)(6) 2025 and the left ventricular assist device (lvad) was turned off at approximately 00:15 on (B)(6) 2025 after the lvad team was called for assistance. On interrogation it was noted that the driveline was disconnected initially at 22:19 on (B)(6) 2025 and remained disconnected with pump off alarms for approximately 20 minutes, at which time it appeared parameters returned to acceptable ranges before again triggering low flow hazards and labile parameters until the time of death. The patient¿s backup system controller was not available for further information. It was unclear why the pump remained off for 20 minutes before being restarted. Log files were sent for review. The pump stop was caused by the driveline being disconnected on (B)(6) 2025 at 22:19:34 and reconnected at 22:39:24. Once the driveline was reconnected, the pump returned to operating at the set speed. Just prior to the driveline disconnect, the patient switched from battery power to the mobile power unit (mpu) without any issues. On (B)(6) 2025 at 22:53:33, a low power hazard & multiple other associated alarm types occurred. This was caused by power to the mpu being briefly interrupted. On (B)(6) 2025 between 23:18:26 and 0:10:47, intermittent low flow alarms occurred. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The file ends with the driveline disconnected on (B)(6) 2025 at 00:13:47 and the pump stopped. The mcs equipment appeared to have operated as intended. The mpu was noted to be a part of the recall. It was advised that the mpu and controllers be sent back for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a pump stop event associated with the driveline being disconnected as well as multiple low flow alarms. A specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file captured driveline disconnect and pump off alarms on (B)(6) 2025 starting at 22:19:34. Following reconnection of the driveline at 22:39:24 on the same day, multiple low flow alarms were then captured between 23:18:26 on (B)(6) 2025 and 00:10:47 on (B)(6) 2025. A driveline disconnect alarm followed by a controller shut down was observed between 00:13:47 and 00:15:16 on (B)(6) 2025. The system controller was powered down by 00:15:18. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected, low flow, and pump off alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.